Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that upon opening the perfusion screen, a "?" Symbol was displayed over the pump icon. The user shut down the system, and upon reopening the perfusion screen, the "?" Symbol had disappeared. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.